Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with missing segments on his onetouch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2012. It is not clear how the patient manages his diabetes and it is not known if changes were made to his usual diabetes management routine. A couple days after the start of the alleged issue, the patient claims he felt a symptom of tremors. The patient denied receiving medical treatment. There was no indication of misuse. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.